Event description:
A pt's nurse contacted zoll customer support to report that the charger/modem was not powering on properly and was not able recognize a battery pack. The patient was issued a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (does not power on properly or recognize a battery pack) was confirmed. As received, the charger/modem was not able to charge a battery pack. The cause for the inability to power on properly or recognize a battery pack is a defective y1 ((B)(4)) component. The y1 component was not oscillating. The root cause of the defective y1 component cannot be positively identified. No adverse event resulted from the defective y1 component. The patient was issued a replacement charger/modem.